Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken by ambulance to the emergency room (ER) with a headache and a stomach ache. The patient's reported she experienced a hazard alarm due to low battery but she did not hear this. As a result, patient's blood glucose level was checked 2 hours into ER visit and the result was 205 mg/dl. The patient was treated with long acting insulin and was released from the ER after 7 hours. Patient went home but one hour later, bg levels went over 400 mg/dl and she continued to not feel well, so she went to another hospital, where she was given insulin and unspecified medications for head and stomach, and was released after 3.5 hours.